Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented to the hospital and experienced a "syncopal attack." It was noted a difference between the actual pacing threshold and the ventricular capture management (vcm) pacing threshold was observed, along with a failure to pace. A possibility of "circadian variation of pacing thresholds" was noted. A device check a couple days later indicated the pacing threshold measured as expected and due to a "possibility of diurnal variation," the ventricular output was reprogrammed to higher outputs and the vcm was adjusted. It was also added the patient was experiencing dizziness and temporary loss consciousness, however, no issues were noted in the device interrogation and the patient was advised to stay at the hospital but "went home due to a schedule issue." The device and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.